Event description:
It was reported that there was no such replacement noted in the patient¿s chart. The implanted system was last revised on (B)(6) 2009 with nothing noted saying that it was replaced again for a recall. At the time of report, the patient was continuing with the same pump and, as of her last visit on (B)(6) 2013, had an elective replacement indication (eri) of 23 months. Refer to manufacturing report (B)(4) for details pertaining to the january 2009 revision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8578, lot# (B)(4), implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, lot# j11142r65, implanted: (B)(6) 2002, product type: catheter. (B)(4). This event is now being reported due to change in reporting procedure.

Event description:
It was reported the pump was replaced in (B)(6) 2009 and the patient¿s second pump was also removed for a recall, but it was unknown what for. Additional information has been requested; a follow-up report will be sent when it becomes available. Refer to manufacturer report # 6000030-2014-00272 regarding first pump replacement (2009).